Manufacturer narrative:
Medical device expiration date: unknown. Results: four photographs and two samples were returned from the customer in support of this complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5014790. Conclusion: the complaint is confirmed. The cracks are believed to be related to water leakage in the mold.

Event description:
It was reported that two 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure tubes had cracks on the low bottom sides. No serious injury or medical intervention was reported.